Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another meter. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began (B)(6) 2012, at 1 p.m. The patient claimed that she obtained a blood glucose result of "409 mg/dl" with the subject meter and within 30 minutes obtained a blood glucose result of "328 mg/dl" with a hospital meter (thinks it was a onetouch meter, but was not sure). The patient reported managing her diabetes with humalog insulin pump therapy (18 units per day, plus bolus insulin when she eats 1 extra unit for every 18 carbohydrates she consumes) and denied making any changes to her normal diabetes management due to the alleged issue starting. The patient claimed that prior to the alleged issue starting she developed symptoms of "thirsty, body aches and vomiting." The patient informed the cca that she was treated with IV fluids by a health care provider (hcp) in the emergency room (ER) on (B)(6) 2012, at 11 a.m. The patient stated that her blood glucose was tested on a hospital meter (unknown type) and that a result of "388 mg/dl" was obtained. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement, that the patient was using the correct testing process and that the patient was using an approved sample site. The patient also confirmed that the patient was using the correct test strips and that they were being stored in an undamaged vial. The patient did not have control solution to perform a control test at the time of troubleshooting. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. This complaint is being ruled out as an adverse event for the following conclusion(s): the symptoms, hcp treatment and blood glucose result obtained in the ER correlate with the allegation of inaccurate high readings being obtained on the subject meter. Additionally, the blood glucose result obtained on the subject meter prompted the patient to seek appropriate medical intervention. However, this complaint is being reported as a malfunction because the results being compared exceed lfs's criteria for accuracy testing.